Event description:
Caller indicated the relion confirm meter was giving variable results. He was having problems keeping his levels under control and when he checked his sugar this morning he got 49 and after two minutes he checked his sugar and got 338 and got 405 five minutes after the second try. He got a cup of coffee and cream in the morning. He was keeping his bottle of strips in the kitchens cabinet and did not have any low or high symptoms. I explained all the proper using and storing techniques and about the control solution. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.